Event description:
During a trochanteric fixation nail (tfn) procedure the proximal end of the connecting screw broke off during insertion of the helical blade. Blade was seated and the procedure was completed with no adverse effect to the patient. All pieces were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).